Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Customer cleared the alarm to address the issue.